Event description:
Patient is a type 1 diabetic and completely insulin dependent. She uses dexcom along with omnipod 5. Dexcom g7 came out with a new product but it is not pairing with her omnipod. She has went days with not being able to use the pump she is dependent on. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).